Manufacturer narrative:
The reagent lot number was 801765 with an expiration date of 31-oct-2025. The competitor method was (B)(4).

Event description:
The initial reporter questioned high results for multiple patient samples tested for tina-quant hemoglobin a1cdx gen.3 on a cobas c 303 analytical unit compared to a competitor method. Of the data provided for 17 patient samples, the results for 7 patient samples were discrepant. Patient 1 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 2 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 3 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 4 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 5 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 6 initial result from the c303 analyzer was (B)(4). The result from the competitor method was (B)(4). Patient 7 initial result from the c303 analyzer was (B)(4).. The result from the competitor method was (B)(4).

Manufacturer narrative:
On 11-jun-2025, the sample and reagent probes were cleaned, as well as the wash station. The cell rinse washing level was verified, and qc was acceptable. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. Assays from different manufacturers can generate different results. Based on the information provided, there were issues with how the customer handles qc, reagents, and essential wash solutions on the instrument. Insufficient sample quality issues were also noted. As multiple issues were noted, the cause of the event could not be determined.